Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment for the peritonitis was not reported. Six days after the start of peritonitis, the pt was discharged from the hospital. The pt had not recovered from peritonitis at the time of this report. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers gd895771 and gd895797 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).